Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, the customer stated that there is no other information available. Therefore no patient demographics or product lot number not provided.

Event description:
It was reported that the tubing set leaked at the filter. Although requested, the customer stated that there is no other information available.